Event description:
The patient reported redness, swelling, soreness and tenderness around both of their incisions. The clinician confirmed no infection was present, antibiotics were not prescribed and there are no plans for a revision/explant procedure. The patient is doing well and receiving effective therapy.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not prepping the skin with antiseptic solution, not using antibiotics preoperatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The implanting clinician believes the tenderness was post-operative procedure pain, which is typical. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is likely due to post-operative procedure pain, which is typical. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain consistently low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.